Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) who encountered the issue replaced the cracked upper display screen on lower left corner. All functional and safety tests were passed to meet factory specifications.

Event description:
It was reported that a sales demo cardiosave intra-aortic balloon pump (iabp) arrived at the national repair center with a cracked screen. It is unknown under which circumstances this event occurred; however there was no patient involvement and no adverse event was reported.